Event description:
It was reported that a recently updated pc unit had a communication error during infusion. The clinician had to turn off unit, turn the unit back on and reprogram the infusion. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.